Event description:
The event occurred in USA during treatment. No malfunction of the cardiohelp was reported. The customer provides only the information, that there was an incident involving a patient. The incident was not more specified by customer. A getinge technician reviewed service and user pools and did not fnd any high priority alarms. The cardiohelp passed all test during a preventive maintenance as per factory specifications. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Manufacturer narrative:
The customer confirmed that the patient is no longer alive, therefore this correction is sent. A getinge field service technician (fst) was sent for investigation. No malfunction could be confirmed and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The device was manufactured on 2014-09-08. The review of the non-conformities has been performed on 2024-04-11 for the period of 2014-09-08 to 2024-04-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The customer reported that there was an incident involving a patient. The incident was not more specified by customer. On 2024-04-11 the information was provided, that the patient expired. A getinge field service technician (fst) was investigated the cardiohelp during maintenance. The fst reviewed service and user pools and did not find any high priority alarms on the reported event date ((B)(6) 2024) the fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No parts were replaced. The device was returned to customer. A medical review was performed by getinge medical affairs on 2024-06-06 with following conclusion: considering the sparse information, the severity of the case cannot be evaluated satisfactorily. The disposition of the patient, and any details regarding the conduct of extracorporeal support are all unknown. A clear determination of an association between the reported yet unspecified complication and the reported expiration of the patient cannot be established at the time of this review. Further, a diminution in either device performance or expected software behavior could not be established by inspection of the device. Last, likely root causes cannot be proposed due to the sparsity of information regarding the complaint. Thus the exact root cause of customers request for evaluation remains unknown. Further information regarding the event has been requested by getinge sales and service unit (ssu) however, no further information was provided by the customer after several attempts. The customer will be informed about the results by the getinge sales and service unit. Note: if new relevant information become available, we will re-open the complaint and further investigation steps will be initiated.

Event description:
Complaint ID: (B)(4).